Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The UDI is unknown because the part and lot numbers were not provided. Date of implant has been estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of worsening heart failure as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article, transcatheter treatment of functional mitral regurgitation after mitra-fr and coapt - patient selection is most important. The additional adverse patient effect of death referenced is being filed under a separate medwatch report #.

Event description:
This is filed to report the serious injury. It was reported through a research article identifying the mitraclip device which may be related to death, heart failure and prolonged hospitalization. Specific patient information is documented as unknown. Transcatheter treatment of functional mitral regurgitation after mitra-fr and coapt - patient selection is most important.